Event description:
The customer reported that midway through a bedside tracheotomy with bronchoscopy visualization, using a glidescope core 15-inch monitor, the screen went completely black. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope core 15-inch monitor returned to verathon for evaluation. Since the device was not returned, the root cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.